Event description:
During remote follow up, far field r- wave oversensing and inappropriate automatic mode switch were observed on the device. Technical services was contacted and recommended reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.